Event description:
It was reported that during the implant procedure prior to implantation the helix of the lead was found to be "jammed". The lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed no anomalies found. It was noted that there was blood in the distal end of the electrode.